Event description:
Customer reported via phone, the insulin pump had alarmed button error and she was unable to clear it. Customer's blood glucose was 3.9 mmol/l. The device was not exposed to moisture however did see a bit of fog in the corner and the up arrow button had a crack. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly. The insulin pump received with cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, and missing end cap sticker noted.